Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Device implanted (B)(4) 2013. Product has not absorbed and did not appear to be absorbing. Product was explanted.